Event description:
The following was reported to davol by the pt: on (B)(6) 2008--pt underwent right and left inguinal hernia repair, using two bard 3d max mesh. On (B)(6) 2011--pt began having problems with the hernia repair (unspecified which side) and underwent alleged explant due to mesh erosion into his bladder and infection. Following explant of the mesh the incision became infected and split open resulting in an extended recovery time. The pt has alleged infection, erosion, explant, disfigurement, wound dehiscence, and delayed wound healing.

Manufacturer narrative:
We have contacted the pt to request additional information and to request, if available, return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt alleges two mesh implants, however based on the limited information provided it appears the only one mesh implant meets complaint criteria; therefore one MDR will be submitted for this event. The pt alleges that approximately, two and a half years post implant he started having problems with his repair. He subsequently underwent explant reporting that the mesh wore a hole in his bladder and was infected. Which caused the wound to become infected resulting in an extremely long recover time. The pt alleges that he developed and was treated for multiple issue including infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. At this time no connection can be made between the reported event and the davol product in question. If additional information is obtained, a follow up MDR will be submitted.